Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during procedure it could fire successfully on the bile duct and the case was completed with no problem. However 6 days after the procedure the bile spillage was confirmed by endoscopic examination: the doctor observed the conditions that some clips came off the tissue and those clips were absorbed. Then the additional endoscopic surgery was required. The part where the clips came off were recovered by clipping again. The surgeon considers this event might occur by the cause related to the conditions in the patient. Operating time not extended. Additional tissue resection: no. Tissue damage: yes. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).